Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the rn noted that the feeding tube was leaking at the point of insertion into the tube feed bottle. The rn attempted to tighten the connection and the leak was still occurring. A second set was used with the same lot number and it leaked again in a different place on the tubing. The patient was not affected. A third set was obtained with a different lot number that did not leak.